Manufacturer narrative:
Pending.

Event description:
It was reported to philips the ac power supply module is faulty. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Available details indicate that the device had exhibited symptoms of a failure. Details provided in an update from the source case indicate that the field service engineer replaced the device's therapy capacitor and the device was successfully returned to service. Based on the information available, the cause of the reported problem was a component failure. The faulty components were replaced and the device was returned to service. The customer's device was successfully repaired and returned to service. It has been concluded that no further action is required at this time.